Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guide wire unraveled". Another device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image showing an unraveled midline stylet assembly. The midline involved was not pictured. Signs of use in the form of biological material were observed inside the side arm. The customer also returned one midline stylet assembly for analysis. Signs of use in the form of biological material were observed inside the sidearm. Visual analysis revealed that the stylet was separated from the distal end. This resulted in the stylet to unravel. The exposed distal core wire tip was tapered at the point of separation. The distal weld was not present at the end of the core wire nor the coil wire. The separated portion of the stylet (includes distal weld) was not returned. A full visual analysis could not be performed on the separated portion of the stylet nor the midline catheter as they were not returned. The stylet length from the handle to the distal end of the exposed core wire measured 11 3/4". This indicates that between 1 1/2"-2" of the stylet was severed and not returned (per measurement a in the stylet product drawing). The stylet outer diameter (in an area not affected by unraveling) measured 0.0150", which is within the specification limits of 0.0150"-0.0159" per the stylet product drawing. Functional testing could not be performed due to the nature of the damage on the stylet. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "remove placement wire/stiffening stylet and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage". The IFU also states, "do not cut placement wire/stiffening stylet when trimming catheter to reduce risk of damage to placement wire/stiffening stylet, wire fragment, or embolism". The report that the stylet was separated was confirmed through investigation of the returned sample. The stylet core and coil wire was separated. The separated portion (including distal weld) was not returned. The IFU provides warning to prevent stylet damage such as , "warning: remove stiffening stylet and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage. Precaution: do not clamp extension line(s) when stiffening stylet is in catheter to reduce risk of stiffening stylet kinking. Warning: do not cut stiffening stylet when trimming catheter to reduce risk of damage to stiffening stylet , wire fragment, or embolism". Arrow stylets of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force when tested per iso 11070 test configuration. Based on these circumstances, unintentional use error likely contributed to this event; however, this could not be confirmed without the entire stylet and the midline catheter also returned for evaluation teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guide wire unraveled". Another device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".